Manufacturer narrative:
The device was returned to the repair center and the evaluation confirmed the customer¿s reported issue. There is no image on the monitor due to a defective circuit (dx) board. Also, the front panel light emitting diode (led) is not glowing and scope communication error code, b30, appears on the screen with 170 series endoscopes due to a defective patient circuit board. The evaluation also noted the following: grainy image on the monitor due to a defective circuit (dp) board, dust inside the unit, wires found corroded, net spacer found damaged, receptacle found loose. No additional information is available. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
During a routing maintenance inspection, the field service engineer found the customer¿s evis exera iii video system center has an image malfunction, ¿no image output¿. There was no procedure involved and no death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the screen showing error b30 with 170 series scope defects was due to a faulty patient board. The front panel light-emitting diode not glowing and no image on the monitor screen were likely linked to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.